Event description:
On (B)(6) 2013, it was reported that the patient experienced elevated blood glucose levels for over a week. The patient had been bolusing as normal and all the boluses showed as delivered in the infusion device history. The patient was admitted to the hospital and they recommended the patient return to insulin injections. The patient discontinued use of the infusion device and his blood glucose levels returned to normal. The patient was in the hospital for two days. The hospital asked the patient to change all the accessories on the infusion device and return to using it. Afterwards, the patient's blood glucose level began to rise again. The hospital requested the device be replaced. The infusion device was replaced and was requested to be returned to have the delivery accuracy evaluated.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.